Event description:
Ous MDR - it was reported that approx. 45 months after the implantation the patient received inappropriate shocks. The patient was working with axe and dragged trees at the time of the incident. Home monitoring had showed normal values by then.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 13 cm distal to the df4 connector pin. Both parts were received for analysis. During analysis abrasion marks were observed at several places along the lead body. The insulation was found damaged in the distal area which can be regarded as the root cause of the oversensing with inappropriate shocks. The characteristics of this damage indicate an unexpected excessive wear-out of the lead. It is assumed that the lead had been subject to severe mechanical stress in the implanted state. Different factors may have contributed to the wear-out of the lead, among them high activity levels of the patient or frequent and higher than usual upper body movement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.